Event description:
During an in-clinic follow-up, increased capture threshold and decreased sensing were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. An x-ray was performed and no anomalies were found. The patient is stable.